Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit pneumoperitoneum pressure was higher than the set pressure (10mmhg), showing 15mmhg, causing an overpressure error and an alarm. The alarm continued to sound even after air supply was stopped. The reported issue occurred during a laparoscopic cholecystectomy procedure. The intended procedure was completed with the same equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported issues were not confirmed during testing. However, upon review of the logs, it was confirmed that overpressure alarms had occurred and a tube obstruction warning was also found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Although the reported issues were not duplicated during the evaluation, it is likely the issues occurred due to excessive pressure from insufficient relaxation. Olympus will continue to monitor field performance for this device.